Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Memory review noted a power on reset on the day of explant that was coincident with telemetry. The battery voltage prior to this was normal, and the device did not revert to safety mode while implanted. It was also confirmed bradycardia therapy remained available. Device interrogation during analysis initially noted the safety mode screen, then the device reverted out of safety mode to normal operation. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was prophylactically explanted and replaced due to it being included in an advisory population. There was no allegation of a product malfunction, and no adverse patient effects were reported. The device was returned to boston scientific, and analysis was completed.